Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alleging possible under delivery. Customer stated reason of under delivery was blood glucose not going down. Customer stated insulin exits at the quick release. Customer experiencing high blood glucose and using insulin pump for treatment. The insulin pump and reservoir will not be returned for analysis.